Manufacturer narrative:
Involved device, photograph or lot number were not provided for evaluation. Therefore a visual inspection nor a review of phr could be completed. H3 other text : involved device discarded by facility.

Event description:
Report received of a strap that broke on the sage airtap lc device while it was being used to transfer a deceased patient to a cart in order to be transferred to the morgue. Although several attempts were made, company sales representative was unable to gain any additional information. No lot information, product or photographs were provided.